Event description:
Reportedly, while infant child was being x-rayed, the collimator lamp cover on the r/f system alleged detached from the collimator and struck the infant child in the forehead resulting in a bump on the child's forehead.